Event description:
It was reported that the customer experienced high blood glucose levels. The blood glucose reading was 351 mg/dl. The customer's wife stated that throughout the day, the customer's blood glucose levels kept climbing and she believed that he was not getting insulin. She noted that there was an air gap inside the reservoir. She stated that they did not twist the back out when removing the plunger, and she was advised that this may have created the air gap. The customer received 6.4 units of insulin of the 8 units that were recommended due to the device having run out of insulin. After 2 to 3 hours and an infusion set change, the blood glucose reading was 296 mg/dl. The caller declined troubleshoot for high blood glucose and air bubbles anomaly. She wanted to change the infusion set and reservoir correctly to see if this would resolve the issue. She was assisted with changing the carbohydrates ratio, as she contributed the issue to this setting. Nothing further reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Please see medwatch report # 2032227-2014-60755.